Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. The device has not been received for evaluation; therefore, the clinical observation cannot be confirmed. If the device is received and additional information is learned, a supplemental report will be submitted. It was reported this device was explanted due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the operative report was received in german. It is not confirmed that this patient had a prior history of calcification or renal disease. It is being translated and new information will be submitted as soon as received. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through use of the edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards 27mm aortic porcine valve was explanted after an implant duration of 14 years and 3 months due to calcific degeneration leading to leaflet tear and regurgitation. An edwards 27mm aortic perimount bioprosthesis was successfully implanted. The patient was noted as discharged in good condition.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on the left-coronary leaflet, minimal calcification on the non-coronary and right-coronary leaflets, and wireform intact. Extrinsic calcification was observed on the outflow aspect of the left-coronary leaflet. The left-coronary leaflet had a tear of 6mm. The right-coronary leaflet had a 5mm tear along the free margin. The non-coronary leaflet had two tears of 3mm and 6mm. Calcification was observed near the tears on the left-coronary and non-coronary leaflets. The wireform was exposed at the inflow aspect near the left-coronary leaflet. Customer report of calcific and leaflet tear was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Calcification restricted leaflet mobility and led to stenosis. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event.